Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A supplemental report will be submitted with any relevant information.

Event description:
It was reported that during preparation, the stent was prematurely deployed. The device was flushed in the two ports, then the user pushed the metal shaft forward causing the stent to start to deploy. The stent was then fully deployed by the user. A second stent was used with no problems reported and no patient consequences. There is no additional information available.